Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu2226 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "the patient come to the emergency department due to their PICC leaking. The IV transfusion service rn noted a hole in the lumen. The pt. Was seen in the adult infusion therapy center for a PICC replacement via an exchange procedure." "Original intended procedure: to provide IV medication in the home." Additional info. Received: "what type of catheter securement was utilized? Stat lock"